Event description:
The pt underwent a left heart catheterization. The operator attempted closure of the arteriotomy with the closer tsl 6fr device. The device was inserted and the foot deployed. The plunger was pulled back half way and stalled. Gentle tugging on the plunger was attempted and did not succeed. The foot was parked and redeployed several times in an attempt to free the plunger. Eventually the plunger was freed however no sutures were attached to the needles. The device was removed and compression used to achieve hemostasis. An ultrasound exam later in the day showed no complications, and the pt has recovered without further incident.